Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the physician feared micro-dislodgement. It was noted the threshold had increased as well as intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrl1, ipg, implanted: (B)(6) 2014; 1688tc, competitor lead, implanted: (B)(6) 2007. (B)(4).